Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it was not returned by the facility; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00551. Concomitant medical products: ribfix advantage short bridge & 23mm posts, part# 323.1013, lot# ni. Ribfix advantage long bridge & 23mm posts, part# 323.1033, lot# ni. Unknown anterior rib plate, part# ni, lot# ni, unknown manufacturer.

Event description:
It was reported the rib plate post was not long enough to go through the patient's rib resulting in a three (3) hour surgical delay. The bridge post would not come through the pilot hole enough for the locking cap to engage with the threads. The surgeon drilled the pilot hole perpendicularly and was pulling up on the cable while another surgeon was applying pressure to the bridge from inside the chest. It was suggested that tissue or a callous prevented the bone from approximating. The displaced fractured was plated with an alternative product. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.